Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, but pump had not shut down due to issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete and then return damaged pump within 10 days using provided shipping materials, and was informed that replacement pump would have updated software and would require reprogramming of pump settings and reconnection of continuous glucose monitor, and technical support arranged shipment of replacement pump with signature required for delivery.